Event description:
The ge oec 9800 fluoroscopy system was reported to be mixing up patient images. System interposing patient annotation on incorrect images.

Manufacturer narrative:
A ge oec service representative investigated the issue and found that fluctuating facility power was the probable cause of the issue. The system hard drive was erased and software reloaded to restore normal function. Suggested facility monitor power for fluctuations and mitigate. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.